Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the te recognition test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was an open pulse wire inside the distribution node (dn) to front therapy electrode (te) cable. The cause for the test failure is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The last pt to use this belt did not report any deficiencies.